Manufacturer narrative:
E1 reporter phone number -(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working well. The device was reported to be outside of use at the time of the reported problem. There was no patient harm reported. The bench service engineer (bse) found that the device did not work well even after calibration was completed. It was determined that the touchscreen would need to be replaced. Device repair is pending.

Manufacturer narrative:
The removed touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician to investigate the customers alleged device issue. The pil technician confirmed that the returned touchscreen passed all flex cable resistance verification testing. The pil technician also verified that the touchscreen passed all resistance ratio testing. Due to the pil technician confirming that the returned touchscreen part passed the flex cable and resistance ratio testing, it was concluded that the investigation result is no problem found.

Manufacturer narrative:
The bench service engineer (bse) replaced the touchscreen and completed the testing and verification procedure for the ventilator. The devices factory settings were restored. The necessary verifications were completed to certify the restoration of the conditions prior to the device issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.